Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report#: 2183959-2012-00103. On (B)(6) 2007, a perigee graft was implanted. It was reported that, as a result of the implant, the pt experienced pain, erosion, and dyspareunia. On (B)(6) 2011, the pt required a surgical removal of the implanted mesh. The report indicates that the pt has and will continue to suffer disability and permanent injury.